Event description:
It was reported that the defibrillator would intermittently not charge. There was no report of patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device, and observed that it would intermittently not charge. Physio replaced the system pcb assembly and the high energy transfer relay assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.